Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during suturing of the vaginal cuff following a laparoscopic vaginal-assisted hysterectomy, the suture needle broke into two parts. The surgeon was able to retrieve one portion of the needle however, despite further exploration, the remaining fragment was not found within the surgical field. Postoperative x-ray imaging confirmed the presence of the retained needle fragment in the abdomen. A decision was made to leave the needle segment in situ, as it was determined that there was no safe way to remove it.